Manufacturer narrative:
D10 concomitant products: vlft10gen ft series energy platformx1 - vlft10gen, serial #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a sadi (single anastomosis duodeno-ileal bypass) procedure, the patient experienced a post-operative bleed, which was identified in the omentum around the pylorus upon being taken back to the theatre. The patient underwent an extended hospitalization and the situation was considered life-threatening. The device was used during the procedure, and it was confirmed that the device was plugged into a generator. There were no issues reported with the device during its use. Another handpiece was used with the same generator and it worked successfully. The bleed was resolved.

Event description:
It was reported that during a sadi (single anastomosis duodeno-ileal bypass) procedure, the patient experienced a post-operative bleed which was identified in the omentum around the pylorus upon being taken back to the theatre. The patient underwent an extended hospitalization and the situation was considered life-threatening. The ligasure vessel sealing device was used during the procedure and it was confirmed that the device was plugged into a generator. There were no issues reported with the device during its use. All normal tones were heard. Re-grasp heard only when intentionally regrasping. Another handpiece was used with the same generator and it worked successfully. The bleed was resolved but was unable to identify seal site opened due to hematoma. Patient did not receive chemotherapy.

Manufacturer narrative:
Additional information: b5, g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.